Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to physical stress. The event can be detected/prevented by following the instructions for use which state: 1) "inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." 2) "do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Event description:
The field service engineer on behalf of the customer reported to olympus that lens separation was noted on the tracheal intubation fiberscope. The malfunction was identified during preparation for use for a diagnostic procedure. The procedure was completed with a similar device. There were no reports of patient harm associated with the event. The device was returned to olympus for evaluation. Upon device evaluation, it was found that the coating of the connecting tube was peeled off (one millimeter square or more). This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
There were few additional findings during device evaluation. The bending angle in the upward direction does not meet the specification due to wear of the angle wire. The suction volume does not meet the specification due to breakage of the channel tube. The connecting tube was not waterproof due to perforation. The channel tube was not waterproof due to perforation. There were specks in the image due to a broken image guide (ig) bundle. The bending tube was dented. There was a foreign object in the eyepiece. There was corrosion due to water leakage in the control unit. The connecting tube was wrinkled, dented and scratched. The investigation is ongoing. A supplemental report will be submitted on completion of investigation or if any additional information is provided by the user facility.